Event description:
Home patient (hp) reports that connected self to the pt line of homechoice set before should have, during prime. Baxter technician instructed hp to end treatment and restart with new supplies. No pt injury or medical intervention reported by hp or rn.